Manufacturer narrative:
No questionable results were reported outside the laboratory. The lithium reagent lot number was 83964601 with an expiration date of 30-sep-2026. The field service engineer identified that the sample pipette had gel residue (contaminated sample probe). He exchanged the sample probe due to preanalytical issues. Exchanging the contaminated sample probe resolved the issue. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (contaminated sample probe) at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The lithium reagent lot number was 839646. The expiration date was not provided. The field service engineer visited the customer's site and performed troubleshooting actions, including cleaning and exchanging the solenoid valve, checking and adjusting the sample and reagent probes, checking the mixer, and decontaminating the instrument. The customer took samples for bacterial cultures in the system/water containers, and the results were <9 colony-forming units (cfu). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with lithium assay on a cobas c 503 analytical unit. Initial result: 2.36 mmol/l. 1st repeat result: 0.729 mmol/l. 2nd repeat result: 0.725 mmol/l, and this result was reported to the physician.